Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: subject (B)(6) for the dst202103 study. D2b. Additional pro-codes: hwc d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) that the patient experienced pain, nonunion, and wound infection. The wound infection required surgical intervention. The adverse event has been reported for subject (B)(6) for the dst202103 study: the adverse event term: acute left ankle pain & acute knee pain. Site awareness date: (B)(6) 2023 start date: (B)(6) 2023 type of event: local/fracture site device: rfna this report is for one (1) lckng attach washer rfna / 5 deg/ lt/ s this is report 9 of 9 for complaint (B)(4).